Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red and itchy skin irritation on his back. The patient's physician instructed the patient to leave the lifevest off and prescribed hydrocodone and benadryl for the irritation. Follow-up indicated that the skin irritation was improving.